Event description:
It was reported that the customer was hospitalized due to high blood glucose of 480 mg/dl. It was stated that the customer experienced unexplained high glucose for two days. Troubleshooting was performed. Reviewed the alarm history and found a no power alarm. It was stated that the insulin pump has been off, and they just noticed it when the customer went to bolus for dinner. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 347 mg/dl, and she has treated with the insulin pump and manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.